Event description:
It was reported that during a stenting treatment procedure withdrawal resistance occurred. The 70% stenosed, severely angulated target lesion was located in the circumflex artery (cx). A kinetix plus guidewire was advanced to the lesion and predilation was performed with an unspecified balloon. The physician then advanced a 3.0x8mm promus stent delivery system (sds) over the wire. While advancing the device, the sds and the guidewire became "locked" together. The physician removed everything as a system and it was noted that the guidewire and the sds were unable to be separated after they were withdrawn from the patient. The procedure was completed with a non bsc guidewire and a non bsc stent was successfully implanted in the lesion. No patient complications were reported and the patient's condition is okay.

Manufacturer narrative:
(B)(4). The reported condition could not be confirmed or duplicated during testing; therefore, the root cause cannot be determined. A batch review could not be performed since the lot number was unknown. Detailed measurements of the spike were made and all fell within specification. A sticky residue was noted on the white sleeve during visual inspection; but no other visual defects were noted. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The spike of the transfer set was separated unexpectedly from the port of the twin bag. This occurred just after the patient connected them and picked them up from the cleanflash. There was no patient injury or medical intervention.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s.